Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged patient cable portion on the mobile power unit was confirmed with the submitted photo. The submitted reference photo captured the discoloration of the outer insulation of the patient cable, which appears to have been induced during use of the device. Also, the photo captured the separation of the sleeve around the connector. The separation of the sleeve appears to be related to the loss of adhesion from the glue. A root cause of the separation of the sleeve around the connector could not be determined during the evaluation. Preventative maintenance was performed. Performed all tests as per procedure, which passed all testing. The mobile power unit was returned to the rental pool. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6)) was shipped to the customer on (B)(6) 2017. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) patient cable was heavily discolored and the rubber was loose at the black and white connector.